Event description:
Additionally, healthcare professional reported "numbness in arms." Healthcare professional also reported "symptoms consistent with breast implant illness, dyschromia, facial rhytids also on neck, feeling dizzy, had migraines, heart palpitations and fatigue"; these events are not device related.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, e.1, g.3.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Patient also reported "having vertigo, hair loss, rashes, headaches, and numbness": these events are not device related. Device has been explanted.